Event description:
Information received by medtronic indicated that the customer reported sensor reading 147 mg/dl was inaccurate and experienced hypoglycemia with a blood glucose value of 47 mg/dl at the time of the event. The customer was treated with the food and had symptoms of mental confusion. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump system within 48 hours and the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set, ozp.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.